Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open procedure on the carotid artery when suturing the patch, the needle came off pre maturely. Another suture was used to complete the case. There was no patient harm.